Event description:
A patient underwent radiofrequency ablation using the channel endoscopic catheter to treat barrett¿s esophagus. It was reported by the account that upon removal of the device, the electrodes appeared misshapen. An evaluation of the catheter by the manufacturer assessed that the initial damage to the electrode might have occurred when electrode was retracted into the endoscope and sustained an inverted roll. According to the evaluation by the manufacturer, the damage seen was most likely caused by unintentional misuse of the channel rfa catheter. There was no harm to the patient or to the user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference#: (B)(4). One used tts-1100 was received for evaluation. The reported condition was confirmed. The investigation found tearing the electrode layer and the silicon base. A curvature of the electrode indicates that it had been bent back. The root cause of the observed condition was determined to be a result of a misuse of the product by the end user. The IFU states: "do not advance or retract the ablation catheter and/or endoscope if resistance is met. The device should not be advanced or retracted with significant scope articulation present";. Trending is performed per local procedure. A review of the device history records for the provided lot/serial number was completed and acceptance criteria for entries potentially pertinent to the customer's report were within specified limits at the time of release.